Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head had no telemetry and failed all uplink amplitude tests and that the cable was twisted. The cable was replaced to resolve all. It was further noted that the head lens was cracked and the label was damaged, and the upper case as well as the label were replaced to resolve. (B)(4)